Event description:
False positive rate of 36% with no details regarding the exact number of individual patient events. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: customer issue resolved with ts assistance. Root cause: no problem found. Source: phone.